Manufacturer narrative:
Device was received with unresponsive buttons due to keypad connector unlocked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose was 226 mg/dl. The customer stated that down button on insulin pump was not responding properly. The troubleshooting was performed. Customer stated that block mode was inactive. The customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back up plan. The insulin pump will be returned for analysis.